Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to load a new cartridge, and the caller successfully resumed insulin delivery.